Manufacturer narrative:
(B)(4). Report source: foreign canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without lot number being provided. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill broke inside the femur during use. Surgeon was able to remove the broken drill from the bone without leaving any debris. Attempts have been made and no further information has been provided.